Event description:
Additional information reported the primary location of the patient¿s infection was the device pocket. It was noted a culture was obtained from the device pocket and was found to be staphylococcus aureus. It was also noted the patient did not have meningitis. It was stated the patient was administered IV antibiotics and it was unknown whether the patient was administered perioperative antibiotics. It was reported the patient experienced ¿redness¿ as a symptom of their infection. The date of onset/diagnosis of the infection was reported as (B)(6) 2013. It was stated the patient¿s total device system was explanted and that the ¿infection resolved.¿ it was noted it was unknown whether the patient had risk factors prior to device implant. It was also unknown whether the explanted device would be returned.

Event description:
It was reported that all of a patient¿s device components were removed due to infection. Additional information has been requested but was not available as of the date of this report. See MFR. Report 3004209178-2013-21577 for additional issues the patient had with the device.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# v553427, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# v553427, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The explant dates of the concomitant products has been updated. Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# v553427, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead.